Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
The reason for the use of this unit ip1 p was because the pt has a serious subarachnoid hemorrhage.

Manufacturer narrative:
Integra has completed their internal investigation 07/13/2015. Eval results: one p1 set with broken drill stop and a single drill stop were returned. The optical inspection showed that the ip1 was not in use just the drill stops were used and damaged while adjusting. The drill stops broke at the area where the set screw is situated. Two possible lots of ip1 introducer (including the drill stop) had to be analyzed. Ip1 lot 200115 & lot 050315, no abnormalities could be determined. No trend could be determined after checking the trackwise database. Conclusion: the only difference between both tests was the gamma radiation dose which can be seen as the reason of broken drill stops. The malfunction described in the complaint description could be reproduced at (too) high screwing forces.

Event description:
The first report of two involving an 1p1 p. The event was initially described as follows, breakage of the "stop nut" in white plastic (placed on the rod) of ptio2 probe during attempt to clamp. The event was further explained as: "the part broken is the adjustable drill stop with set screw of the introducer". The probe is ok. The kit is in two parts the introducer and the probe. As there was no issue with the introducer they did not use the probe. The introducer was in contact with pt. No consequences for the pt. There was a delay which was the time needed to open another kit. There were two units used on the same pt with the same incident, and same product ID but 2 different lot. The part broken is the adjustable drill stop with set screw of the introducer. The probe are ok.